Event description:
It was reported by the patient's advocate that the patient was shocked by the implantable cardioverter defibrillator (ICD) while being on the treadmill at the gym. It was noted that the patient was lightheaded prior to being shocked. The patient was hospitalized a result. The nurse declined discussing the reports. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported by the patient's advocate that the patient was shocked by the implantable cardioverter defibrillator (ICD) while being on the treadmill at the gym. It was noted that the patient was lightheaded prior to being shocked. The patient was hospitalized a result. The nurse declined discussing the reports. The device remains in use. No additional adverse patient effects were reported.